Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [3] photos were provided for investigation. The customer photos show examples of where the problem happened, but do not show the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Additionally, 30 retain samples were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of leakage from the luer or defects during draw. Therefore, this complaint cannot be confirmed based on retain sample testing results. In addition, 30 retain samples were subjected to retraction lockout testing to assess for any issues during activation of the safety mechanism. All samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of retraction issue based on retain sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to confirm the customer¿s reported failure mode of leakage/ retraction issue based on customer photo analysis nor retain sample testing analysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set there was a retraction issue and an unspecified injury occurred to patient, no patient impact was reported. There was also reported that leakage occurred during use. The following information was provided by the initial reporter, translated from spanish to english: the wingset with push button has caused accidents with patients at the acquisition moment, in several occasions. 1. The end that is inserted into the tubes has presented leakage during sample acquisition; 2. The safety button has shown defects which cause the needle to dislodge from its site, causing injury to patients.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set there was a retraction issue and an unspecified injury occurred to patient, no patient impact was reported. There was also reported that leakage occurred during use. The following information was provided by the initial reporter, translated from spanish to english: the wingset with push button has caused accidents with patients at the acquisition moment, in several occasions. 1. The end that is inserted into the tubes has presented leakage during sample acquisition; 2. The safety button has shown defects which cause the needle to dislodge from its site, causing injury to patients.